Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise, which resulted in inappropriate atrial tachy response (atr). No programming changes were recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.